Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's foster parent reported via phone call indicating that the customer experienced high blood glucose of 404 mg/dl. The caller was not on the hippa list and was unable to troubleshoot the issue. The customer did not return the product back for analysis.